Event description:
Patient with type 1 diabetes mellitus; lancet used to draw for blood sugars sliced patient's finger (no other descriptions available) and staff said similar occurrences lately - this specific device not saved but team presented safety report to track & trend and they saved the balance of the lancets in the box from which they procured subject lancet. No residual issue nor injury to patient and no treatment noted.